Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced syncope. During device data review, three episodes of over-sensed noise resulting in short pacing inhibition was noted from this right ventricular (rv) lead. However, these over-sensed episodes occurred at a different time than the syncope and the physician did not believe the events to be related. The physician was informed of the over-sensing and is continuing with remote monitoring. At this time, the rv lead remains implanted and no patient consequences were reported.